Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device- uterus"), genital haemorrhage ("persistent bleeding") and post procedural haemorrhage ("post-op bleeding") in a 40-year-old female patient who had essure (batch no. 50512921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida (gravida 4), parity 3 (dob: ((B)(6) 1991, (B)(6) 1997, (B)(6) 2003).), gerd, irritable bowel syndrome, cesarean section, gravida ii, nicotine dependence, hyperlipidemia, gestational diabetes, anxiety disorder and ex-smoker (0.1 0 packs/day for 5 years (quit on (B)(6) 1995);). Alcohol use: no. Previously administered products included for an unreported indication: mirena and valproic acid. Past adverse reactions to the above products included paradoxical drug reaction with valproic acid. Concurrent conditions included anger (allergy: valproic acid), heartburn aggravated (allergy: valproic acid), heavy periods (allergy: valproic acid), menstrual cramps (allergy: valproic acid), uterine fibroid cyst, dizzy, delayed period, neoplasm of appendix, periumbilical pain, benign neoplasm of colon, colonic villous adenoma (villous adenoma resected from the area around the appendiceal), hyperplastic polyp (removed from ascending colon), intramural leiomyoma of uterus, colpectomy, essential hypertension, hypothyroidism, giddiness, peanut allergy, throat sore (allergies: peanut), itching (allergies: peanut), rash (allergies: peanut), postoperative hemorrhage (postoperative hemorrhage involving genitourinary system following genitourinary procedure), vaginal bleeding (changing a pad/tampon every 2h. And has leaked through clothes at work.) And menorrhagia. Family history included heart disease, unspecified (father, mother : deceased), diabetes (4 brother(s) , 2 sister(s)- siblings), atherosclerosis (dad) and leukemia (mom). Concomitant products included medroxyprogesterone (depo provera) for ovarian cyst as well as amlodipine (amlodipin) since 2017, anaesthetics, local and levothyroxine sodium (levothyroxin) since 1993. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 6 years 1 month after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and post procedural haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), mood swings ("hormonal changes- mood swings"), fatigue ("fatigue"), abdominal pain ("severe constant pain in lower stomach"), flank pain ("severe constant sides pain") and headache ("headache"). The patient was treated with vicodin, tranexamic acid and surgery (total vaginal hysterectomy and b/l salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, post procedural haemorrhage, mood swings, fatigue, flank pain and headache outcome was unknown, the genital haemorrhage had not resolved, the migraine was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, device expulsion, fatigue, flank pain, genital haemorrhage, headache, migraine, mood swings and post procedural haemorrhage to be related to essure. The reporter commented: nora be used as birth control. Condoms used from 1988. She did not have any complications or problems that occurred at the time of your essure placement procedure. Complications from essure removal procedure - postop bleeding, clot evacuated. (B)(6) 2010, diagnostic hysteroscopy:using essure standard technique device deployed in usual fashion without difficulty. Following deployment essure spiral coils counted - 4. Essure tubal ligation coil inserted to cannulate right fallopian tube ostia under direct visualization. Using essure standard technique device deployed in usual fashion without difficulty. Following deployment essure spiral coils counted - 3. Both tubes examined and coils found to be intact. Excellent hemostasis. Hysteroscope removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Pregnancy test urine - on (B)(6) 2010: negative; on an unknown date: negative. Ultrasound scan - on an unknown date: the small anterior fibroids. (B)(6) 2016: if r less than l, but possibly (after knowing that right essure spring may be misplaced.). Ultrasound scan: essure is in the 'right uterine cornua', where it should be, unless it is meant to say that the right essure spring may be protruding through the cornua. Colonoscopy: benign neoplasm of appendix; benign neoplasm of descending colon; periumbilical pain. (B)(6) 2016, operative note: findings: small oozing noted at the most on the right side- between right uteroovarian and right mesosalpinx pedicles. Controlled well with fibrillary. CT angiogram postoperatively from her pelviscopy as we were unable to determine a site of bleeding and it appeared she may still be bleeding - no bleeding was noted. CT scan was performed revealed that she has an intramural fibroid and the right essure device may be malposition in the right cornua. Aortagram of pelvic arteries; diagnosis: post hysterectomy hemorrhage. (B)(6) 2016, transvaginal pelvic ultrasound: no cause of the patient's pain identified. (B)(6) 2016, transvaginal ultrasound: uterus is normal size, shape, and homogeneous consistency cervix is ltc and without abnormality. Endometrial stripe normal appearing and homogeneous right ovary: not visualized with multiple sweeps through right adnexa; peristalsing bowel obscures right ovary; no other cause for pain seen with the ultrasound: left ovary: also not visualized due to peristalsing bowel; attempted multiple sweeps and did not see ovary; no other cause for pain seen on ultrasound today pelvis: no fluid. (B)(6) 2016, CT abdomen pelvis w: impression: no acute abnormality. Bilateral tubal occlusion devices are present. The right tubal occlusion device appears to extend into the right uterine cornua. Fatty liver. (B)(6) 2016, surgical pathology report: final pathologic diagnosis a. Uterus, hysterectomy: -nabothian cysts -early secretory endometrium; no hyperplasia or carcinoma -adenomyosis -leiomyoma b. Right fallopian tube and essure device, salpingectomy and removal: -no diagnostic abnormality -medical device (essure device) , gross only c. Left fallopian tube and essure device, salpingectomy and removal: -benign paratubal cyst -medical device (essure device) , gross only gross description: a. Labeled: " patients name, uterus, cervix" and date of birth specimen: uterus and cervix without adnexa received: in formalin specimen integrity: intact weight: 112 g uterine corpus: 5.5 x 4 x 3.5 cm. The serosa is unremarkable. Cervix: 4.5 cm in length by 3.5 cm in diameter. The ectocervix is tan and wrinkled with a 0.6 cm round os. Endometrial cavity findings: tan-red and up to 0.4 cm thick myometrium findings: up to 2.5 cm thick. There is one area that is trabeculated and cystic beneath the endometrium, approximately 1 cm in diameter. Right tube: submitted separately as part b left tube: submitted separately as part c other findings: both fallopian tube insertion sites demonstrate a silver metallic coiled wire, 2.5 x 0.1 cm. The wires are pulled out, to be returned to the patient. Upon pulling the wires out, the right is significantly stretched, and the left is focally disrupted. B. Received in a formalin-filled container labeled patients name right fallopian tube and essure device" and date of birth is a segment of fimbriated fallopian tube, 4.5 cm in length by 0.9 cm in diameter. Sections are unremarkable. Of note, the essure device is not present within the tube itself. It is found in the uterine fundus. Representative sections are submitted as (ls16-4895 b). C. Received in a formalin-filled container labeled " patients name, left fallopian tube and essure device" and date of birth is a segment of fimbriated fallopian tube, 6.5 cm in length by 0.7 cm in diameter. There is a pedunculated paratubal cyst, 0.8 cm that contains clear fluid. Of note, the essure device is not present within the tube. It is found in the uterine fundus. Representative sections are submitted as (ls16-4895 c). Pp/km (B)(6) 2016, pelvic aortogram with bilateral internal iliac artery angiograms: impression: 1. Pelvic aortogram was performed revealing no gross abnormality. 2. Selective left and right internal iliac artery angiograms were performed revealing no active hemorrhage from any of the branches of the or posterior divisions. 3. Conscious sedation was used for 1 hour. 4. The right common femoral arteriotomy was closed with an angio-seal device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device- uterus"), genital haemorrhage ("persistent bleeding") and post procedural haemorrhage ("post-op bleeding") in a 40-year-old female patient who had essure (batch no. 50512921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida (gravida 4), parity 3 (dob: ((B)(6) 1991, (B)(6) 1997, (B)(6) 2003).), gerd, irritable bowel syndrome, cesarean section, gravida ii, nicotine dependence, hyperlipidemia, gestational diabetes, anxiety disorder and ex-smoker (0.1 0 packs/day for 5 years (quit on (B)(6) 1995);). Alcohol use: no. Previously administered products included for an unreported indication: mirena and valproic acid. Past adverse reactions to the above products included paradoxical drug reaction with valproic acid. Concurrent conditions included anger (allergy: valproic acid), heartburn aggravated (allergy: valproic acid), heavy periods (allergy: valproic acid), menstrual cramps (allergy: valproic acid), uterine fibroid cyst, dizzy, delayed period, neoplasm of appendix, periumbilical pain, benign neoplasm of colon, colonic villous adenoma (villous adenoma resected from the area around the appendiceal), hyperplastic polyp (removed from ascending colon), intramural leiomyoma of uterus, colpectomy, essential hypertension, hypothyroidism, giddiness, peanut allergy, throat sore (allergies: peanut), itching (allergies: peanut), rash (allergies: peanut), postoperative hemorrhage (postoperative hemorrhage involving genitourinary system following genitourinary procedure), vaginal bleeding (changing a pad/tampon every 2h. And has leaked through clothes at work.) And menorrhagia. Family history included heart disease, unspecified (father, mother : deceased), diabetes (4 brother(s) , 2 sister(s)- siblings), atherosclerosis (dad) and leukemia (mom). Concomitant products included medroxyprogesterone (depo provera) for ovarian cyst as well as amlodipine (amlodipin) since 2017, anaesthetics, local and levothyroxine sodium (levothyroxin) since 1993. On (B)(6) 2010, the patient had essure inserted. On(B)(6) 2016, 6 years 1 month after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and post procedural haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), mood swings ("hormonal changes- mood swings"), fatigue ("fatigue"), abdominal pain ("severe constant pain in lower stomach"), flank pain ("severe constant sides pain") and headache ("headache"). The patient was treated with vicodin, tranexamic acid and surgery (total vaginal hysterectomy and b/l salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, post procedural haemorrhage, mood swings, fatigue, flank pain and headache outcome was unknown, the genital haemorrhage had not resolved, the migraine was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, device expulsion, fatigue, flank pain, genital haemorrhage, headache, migraine, mood swings and post procedural haemorrhage to be related to essure. The reporter commented: nora be used as birth control. Condoms used from 1988. She did not have any complications or problems that occurred at the time of your essure placement procedure. Complications from essure removal procedure - postop bleeding, clot evacuated. (B)(6) 2010, diagnostic hysteroscopy:using essure standard technique device deployed in usual fashion without difficulty. Following deployment essure spiral coils counted - 4. Essure tubal ligation coil inserted to cannulate right fallopian tube ostia under direct visualization. Using essure standard technique device deployed in usual fashion without difficulty. Following deployment essure spiral coils counted - 3. Both tubes examined and coils found to be intact. Excellent hemostasis. Hysteroscope removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion pregnancy test - on an unknown date: negative. Pregnancy test urine - on (B)(6) 2010: negative; on an unknown date: negative ultrasound scan - on an unknown date: the small anterior fibroids (B)(6) 2016: if r less than l, but possibly (after knowing that right essure spring may be misplaced.). Ultrasound scan: essure is in the 'right uterine cornua', where it should be, unless it is meant to say that the right essure spring may be protruding through the cornua. Colonoscopy: benign neoplasm of appendix; benign neoplasm of descending colon; periumbilical pain. (B)(6) 2016, operative note: findings: small oozing noted at the most on the right side- between right uteroovarian and right mesosalpinx pedicles. Controlled well with fibrillary. CT angiogram postoperatively from her pelviscopy as we were unable to determine a site of bleeding and it appeared she may still be bleeding - no bleeding was noted. CT scan was performed revealed that she has an intramural fibroid and the right essure device may be malposition in the right cornua. Aortagram of pelvic arteries; diagnosis: post hysterectomy hemorrhage. (B)(6) 2016, transvaginal pelvic ultrasound: no cause of the patient's pain identified. (B)(6) 2016, transvaginal ultrasound: uterus is normal size, shape, and homogeneous consistency cervix is ltc and without abnormality. Endometrial stripe normal appearing and homogeneous right ovary: not visualized with multiple sweeps through right adnexa; peristalsing bowel obscures right ovary; no other cause for pain seen with the ultrasound: left ovary: also not visualized due to peristalsing bowel; attempted multiple sweeps and did not see ovary; no other cause for pain seen on ultrasound today pelvis: no fluid. (B)(6) 2016, CT abdomen pelvis w: impression: no acute abnormality. Bilateral tubal occlusion devices are present. The right tubal occlusion device appears to extend into the right uterine cornua. Fatty liver. (B)(6) 2016, surgical pathology report: final pathologic diagnosis a. Uterus, hysterectomy: -nabothian cysts -early secretory endometrium; no hyperplasia or carcinoma -adenomyosis -leiomyoma b. Right fallopian tube and essure device, salpingectomy and removal: -no diagnostic abnormality -medical device (essure device) , gross only c. Left fallopian tube and essure device, salpingectomy and removal: -benign paratubal cyst -medical device (essure device) , gross only gross description: a. Labeled: " patients name, uterus, cervix" and date of birth specimen: uterus and cervix without adnexa received: in formalin specimen integrity: intact weight: 112 g uterine corpus: 5.5 x 4 x 3.5 cm. The serosa is unremarkable. Cervix: 4.5 cm in length by 3.5 cm in diameter. The ectocervix is tan and wrinkled with a 0.6 cm round os. Endometrial cavity findings: tan-red and up to 0.4 cm thick myometrium findings: up to 2.5 cm thick. There is one area that is trabeculated and cystic beneath the endometrium, approximately 1 cm in diameter. Right tube: submitted separately as part b left tube: submitted separately as part c other findings: both fallopian tube insertion sites demonstrate a silver metallic coiled wire, 2.5 x 0.1 cm. The wires are pulled out, to be returned to the patient. Upon pulling the wires out, the right is significantly stretched, and the left is focally disrupted. B. Received in a formalin-filled container labeled patients name right fallopian tube and essure device" and date of birth is a segment of fimbriated fallopian tube, 4.5 cm in length by 0.9 cm in diameter. Sections are unremarkable. Of note, the essure device is not present within the tube itself. It is found in the uterine fundus. Representative sections are submitted as (ls16-4895 b). C. Received in a formalin-filled container labeled " patients name, left fallopian tube and essure device" and date of birth is a segment of fimbriated fallopian tube, 6.5 cm in length by 0.7 cm in diameter. There is a pedunculated paratubal cyst, 0.8 cm that contains clear fluid. Of note, the essure device is not present within the tube. It is found in the uterine fundus. Representative sections are submitted as (ls16-4895 c). Pp/km (B)(6) 2016, pelvic aortogram with bilateral internal iliac artery angiograms: impression: 1. Pelvic aortogram was performed revealing no gross abnormality. 2. Selective left and right internal iliac artery angiograms were performed revealing no active hemorrhage from any of the branches of the or posterior divisions. 3. Conscious sedation was used for 1 hour. 4. The right common femoral arteriotomy was closed with an angio-seal device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received .reporter and patient demographics were added. Updated suspect drug indication. Concomitant drug added. Event post-op bleeding added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device- uterus") and genital haemorrhage ("persistent bleeding") in a 40-year-old female patient who had essure (batch no. 50512921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida (gravida 4), parity 3 (dob: (06aug1991, 14jun1997, 24oct2003).), gerd, irritable bowel syndrome, cesarean section, gravida ii, nicotine dependence, hyperlipidemia, gestational diabetes, anxiety disorder and ex-smoker (0.1 0 packs/day for 5 years (quit on 10nov1995);). Alcohol use: no. Previously administered products included for an unreported indication: mirena and valproic acid. Past adverse reactions to the above products included paradoxical drug reaction with valproic acid. Concurrent conditions included anger (allergy: valproic acid), heartburn aggravated (allergy: valproic acid), heavy periods (allergy: valproic acid), menstrual cramps (allergy: valproic acid), uterine fibroid cyst, dizzy, delayed period, neoplasm of appendix, periumbilical pain, benign neoplasm of colon, colonic villous adenoma (villous adenoma resected from the area around the appendiceal), hyperplastic polyp (removed from ascending colon), intramural leiomyoma of uterus, colpectomy, essential hypertension, hypothyroidism, giddiness, peanut allergy, throat sore (allergies: peanut), itching (allergies: peanut), rash (allergies: peanut), postoperative hemorrhage (postoperative hemorrhage involving genitourinary system following genitourinary procedure), vaginal bleeding (changing a pad/tampon every 2h. And has leaked through clothes at work.) And menorrhagia. Family history included heart disease, unspecified (father, mother : deceased), diabetes (4 brother(s) , 2 sister(s)- siblings), atherosclerosis (dad) and leukemia (mom). Concomitant products included medroxyprogesterone (depo provera) for ovarian cyst as well as anaesthetics, local and levothyroxine sodium (levothyroxin) since 1993. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 6 years 1 month after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), mood swings ("hormonal changes- mood swings"), fatigue ("fatigue"), abdominal pain ("severe constant pain in lower stomach"), flank pain ("severe constant sides pain") and headache ("headache"). The patient was treated with vicodin, tranexamic acid and surgery (total vaginal hysterectomy and b/l salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, mood swings, fatigue, flank pain and headache outcome was unknown, the genital haemorrhage had not resolved, the migraine was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, device expulsion, fatigue, flank pain, genital haemorrhage, headache, migraine and mood swings to be related to essure. The reporter commented: nora be used as birth control. Condoms used from 1988. She did not have any complications or problems that occurred at the time of your essure placement procedure. Complications from essure removal procedure - postop bleeding, clot evacuated. (B)(6) 2010, diagnostic hysteroscopy:using essure standard technique device deployed in usual fashion without difficulty. Following deployment essure spiral coils counted - 4. Essure tubal ligation coil inserted to cannulate right fallopian tube ostia under direct visualization. Using essure standard technique device deployed in usual fashion without difficulty. Following deployment essure spiral coils counted - 3. Both tubes examined and coils found to be intact. Excellent hemostasis. Hysteroscope removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion pregnancy test - on an unknown date: negative pregnancy test urine - on (B)(6) 2010: negative; on an unknown date: negative ultrasound scan - on an unknown date: the small anterior fibroids (B)(6) 2016: if r less than l, but possibly (after knowing that right essure spring may be misplaced.). Ultrasound scan: essure is in the 'right uterine cornua', where it should be, unless it is meant to say that the right essure spring may be protruding through the cornua. Colonoscopy: benign neoplasm of appendix; benign neoplasm of descending colon; periumbilical pain. 06oct2016, operative note: findings: small oozing noted at the most on the right side- between right uteroovarian and right mesosalpinx pedicles. Controlled well with fibrillary. CT angiogram postoperatively from her pelviscopy as we were unable to determine a site of bleeding and it appeared she may still be bleeding - no bleeding was noted. CT scan was performed revealed that she has an intramural fibroid and the right essure device may be malposition in the right cornua. Aortagram of pelvic arteries; diagnosis: post hysterectomy hemorrhage. 29apr2016, transvaginal pelvic ultrasound: no cause of the patient's pain identified. 19sep2016, transvaginal ultrasound: uterus is normal size, shape, and homogeneous consistency cervix is ltc and without abnormality. Endometrial stripe normal appearing and homogeneous right ovary: not visualized with multiple sweeps through right adnexa; peristalsing bowel obscures right ovary; no other cause for pain seen with the ultrasound: left ovary: also not visualized due to peristalsing bowel; attempted multiple sweeps and did not see ovary; no other cause for pain seen on ultrasound today pelvis: no fluid. 29apr2016, CT abdomen pelvis w: impression: no acute abnormality. Bilateral tubal occlusion devices are present. The right tubal occlusion device appears to extend into the right uterine cornua. Fatty liver. 06oct2016, surgical pathology report: final pathologic diagnosis a. Uterus, hysterectomy: -nabothian cysts -early secretory endometrium; no hyperplasia or carcinoma -adenomyosis -leiomyoma b. Right fallopian tube and essure device, salpingectomy and removal: -no diagnostic abnormality -medical device (essure device) , gross only c. Left fallopian tube and essure device, salpingectomy and removal: -benign paratubal cyst -medical device (essure device) , gross only gross description: a. Labeled: " patients name, uterus, cervix" and date of birth specimen: uterus and cervix without adnexa received: in formalin specimen integrity: intact weight: 112 g uterine corpus: 5.5 x 4 x 3.5 cm. The serosa is unremarkable. Cervix: 4.5 cm in length by 3.5 cm in diameter. The ectocervix is tan and wrinkled with a 0.6 cm round os. Endometrial cavity findings: tan-red and up to 0.4 cm thick myometrium findings: up to 2.5 cm thick. There is one area that is trabeculated and cystic beneath the endometrium, approximately 1 cm in diameter. Right tube: submitted separately as part b left tube: submitted separately as part c other findings: both fallopian tube insertion sites demonstrate a silver metallic coiled wire, 2.5 x 0.1 cm. The wires are pulled out, to be returned to the patient. Upon pulling the wires out, the right is significantly stretched, and the left is focally disrupted. B. Received in a formalin-filled container labeled patients name right fallopian tube and essure device" and date of birth is a segment of fimbriated fallopian tube, 4.5 cm in length by 0.9 cm in diameter. Sections are unremarkable. Of note, the essure device is not present within the tube itself. It is found in the uterine fundus. Representative sections are submitted as (ls16-4895 b). C. Received in a formalin-filled container labeled " patients name, left fallopian tube and essure device" and date of birth is a segment of fimbriated fallopian tube, 6.5 cm in length by 0.7 cm in diameter. There is a pedunculated paratubal cyst, 0.8 cm that contains clear fluid. Of note, the essure device is not present within the tube. It is found in the uterine fundus. Representative sections are submitted as (ls16-4895 c). Pp/km 07oct2016, pelvic aortogram with bilateral internal iliac artery angiograms: impression: 1. Pelvic aortogram was performed revealing no gross abnormality. 2. Selective left and right internal iliac artery angiograms were performed revealing no active hemorrhage from any of the branches of the or posterior divisions. 3. Conscious sedation was used for 1 hour. 4. The right common femoral arteriotomy was closed with an angio-seal device. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical records received: reporters details added. Aka names added. Lot number added. Case medically confirmed. Event migration of essure device- uterus, migraines, hormonal changes- mood swings, fatigue, headache, lower abdomen pain/severe constant pain in lower stomach, severe constant pain in lower stomach, flank pain. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and migraine outcome was unknown. The reporter considered genital haemorrhage, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.